Event description:
The customer stated that he was hospitalized due to high blood glucose. The reported blood glucose reading was 600 mg/dl. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump passed the prime and the high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.